Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008. The patient experienced pain, mesh erosion, infection, bowel problems, bleeding, vaginal scarring, shrinkage, exposure, extrusion, protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due pelvic organ prolapse and stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, dyspareunia and vaginal scarring. It was reported that the patient underwent a mesh revision on (B)(6) 2009 due to mesh erosion. It was reported that the laparoscopic cholecystectomy on (B)(6) 2011 due to biliary dyskinesia and abdominal pain. It was reported that patient underwent mesh removal on (B)(6) 2012 due to vaginal mesh extrusion., dyspareunia, pelvic pain and desire for removal of remaining ovary concurrently with laparoscopic lysis of adhesions, right salpingo-oophorectomy with open right ureterostomy, placement of right ureteral double j-stent, ureterolysis and excision of vaginal mesh. It was reported that the patient underwent a cystoscopy with removal of double-j stent and right retrograde pyelogram on (B)(6) 2012 due to right flank pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, nocturia and urgency. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder neck obstruction and mixed urinary incontinence.

Event description:
It was reported that following insertion the patient experienced bladder neck obstruction and mixed urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.